Event description:
It was reported post-implant a laparoscopic realize band, the patient complained of no weight loss. Five ccs of fluid was added, but could not be withdrawn. A CT was performed and the port was noted to be disconnected. The tubing was in the abdomen, and the connector was still connected to the port. The port was replaced with a new port. The patient called in with complaint severe abdominal pain. Another CT showed the port was disconnected again. The tubing was in the abdomen and the connector was connected to the port. This time the surgeon noticed, it was apple shaped. The surgeon suspect that the fat in the area was causing tension. To address the issue, the port has been moved up higher and a little extra tubing was left to relieve the tension. The second port reconnect was on (B)(6) 2010. The patient is fine.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis. Port reconnected.